Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon interrogation, the right ventricular lead exhibited noise. The device was successfully reprogrammed. The patient will continue to be monitored with regular follow-ups.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information states that the right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. No further information was available.